Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/ stretching/ overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead would not come back after numerous counterclockwise turns. The lv lead did come free after numerous attempts and the tip did not look right. The lv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.